Manufacturer narrative:
A review of the complaint revealed that the patient was prescribed the zio monitor for a 14-day wear period. The patient does not have sensitive skin and does not have a history of reaction to medical adhesive. The exact cause of the reported event cannot be determined. However, skin irritation is a known inherent risk of the device. Zio monitor clinical reference manual warnings state the following: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio monitor from the patient¿s chest. It also, states in the precaution section that ¿safety and effectiveness of the zio monitor on pediatric patients (younger than 18 years old) has not been established.¿ this event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient present to the emergency room with skin irritation, allegedly caused by the zio monitor. The pediatric patient developed a blister at the application site. A family member suggested that the blister may have resulted from friction caused by a fold in the monitor¿s adhesive wing. Despite multiple attempts to obtain additional information, no further details were provided. It is unknown whether the patient received treatment or if the device was removed.